Event description:
Info received indicates the head function ran down unintentionally. When the left siderail pt controls are unplugged the problem ceased to occur.

Manufacturer narrative:
The technician isolated the issue to the left siderail pt control switches. He replaced the left siderail switch package to repair the bed.